Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as collapsing. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up once the paramedics arrived. It is unknown if the insulin pump will be returned for analysis.